Event description:
It was reported the insulin pump had cracks around the display window, has many scratches and was worn. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4).the pump was received with cracked display window corner, reservoir tube, reservoir tube lip, scratched and worn lcd window.